Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that moderate hemoptysis occurred. The target lesion was located in the right inferior pulmonary vein (ripv). An intellamap orion catheter was selected for use in a rhythmia procedure on a patient with paroxysmal atrial fibrillation. Difficulties manipulating the catheter were experienced. After the procedure, the patient was fine. One week after the procedure, the patient came back to the hospital with a moderate hemoptysis issue on the ripv. After several medical examinations, spontaneous scarring was noted. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Describe event or problem: additional information. (B)(4).

Event description:
It was further reported that the hemoptysis resorbed after a few days and diagnostic imaging was performed.